Event description:
The pt was implanted with a percutaneous lead on (B)(6) 2010. It was reported that she was without stimulation. Efforts to recapture effective therapy through reprogramming were unsuccessful. Diagnostic tests were taken which revealed high impedance readings for two of her lead contacts. The pt's lead was replaced on (B)(6) 2010 and effective stimulation was recaptured. Follow-up on the pt found no add'l issues reported.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.